Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Patient #2: the autopulse platform (B)(4) was used to resuscitate a (B)(6)-year-old female patient in cardiac arrest. The ems crew provided manual CPR for 2 rounds until the patient was placed on the autopulse platform. After performing automated compressions for about 3 minutes, the ems crew stopped automated CPR to check the patient's vital signs. When attempted to resume the compressions, the autopulse platform displayed user advisory (ua) 02 (compression tracking error). The ems crew performed brief troubleshooting to clear the advisory message, but the issue persisted. The crew stopped using the autopulse platform and resumed CPR with manual compressions. No consequences or impact to the patient. Please see the following related MFR report: ccr (B)(4), MFR # 3010617000-2021-00909 for patient #1.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6) displayed user advisory (ua) 02 (compression tracking error)" was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during testing, and the autopulse platform functioned as intended. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, the front enclosure was scratched, and there was a vertical crack going through one of the screw fittings. The observed physical damages attributed to user mishandling. The front enclosure was replaced to address the issues. Review of the autopulse platform archive revealed multiple occurrences of user advisory (ua) 02 (compression tracking error) around the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data showed multiple user advisory (ua) 17 (max motor on time exceeded during active operation) occurred on 8/16/2021, unrelated to the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error, and the reported ua02 advisory message was not replicated during testing. Load cell characterization test was performed to further troubleshoot and determine the root cause of the reported ua02, which was reported by the customer. The load cell characterization test found no issues and confirmed both cell modules were functioning within the specification. In addition, troubleshooting was performed to determine the root cause of the ua17 advisory messages, which were observed in the archive data. Brake gap was inspected and verified that the brake gap was within the specification. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.